Event description:
Customer reported a hole in the pilot balloon on a slpc tracheostomy tube which is causing the cuff not to hold air. Customer reported tht the tubing line may have been cut during or procedure. Customer reported that the patient later expired, but that it was due to throat cancer. Customer reported that the reported failure of the trach did not contribute to the event. The customer reported that no further information is available at this time.

Manufacturer narrative:
Pending further information. Follow up report will be provided.